Manufacturer narrative:
No devices were returned for analysis. A review of the device logs was completed which did not reveal any anomalies that could have contributed to the event. Per the event description, the physician did not believe the sepsis suffered by the patient was caused or contributed to by the saluda scs system. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient started their evoke spinal cord stimulation system trial on (B)(6) 2024. The patient was subsequently seen on 15-jan for reprogramming and scheduled to have their leads removed on (B)(6). The patient lost consciousness, hospitalized, and the leads were removed on (B)(6). The patient died on (B)(6) after being hospitalized due to sepsis. There were no reported signs of infection around the lead implant site or evidence of infection during lead removal. The physician did not believe the evoke trial contributed to the patient death.